Event description:
It was reported that on (B)(6) 2025, the patient was successfully inserted with a gro catheter 7617405 in the oncology department. On (B)(6) 2025, during drug infusion, a leak was found at the junction between the transparent tube and the white connector of the extension tubing. A rupture was then found at that location. The clinical nursing staff replaced the extension tubing and continued normal infusion treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension tube is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue proximal connector piece was returned for evaluation. An initial visual observation of the photograph showed a split in the extension tube near the winged molded joint. The overall shape of the split appeared to be curved around the extension tube. Possible causes include over-pressurization through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. However, the exact root cause of the split could not be determined based on the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.